Event description:
End user was riding unit when they allegedly came too close to a creek bank and the unit traveled down the bank into the water. The coroner stated the end user fell face first into the creek, which was about 18 inches deep and drowned.